Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly. The customer stated she dropped her insulin pump, made an attempt to bolus and up/down buttons were unresponsive. The customer's blood glucose was 120mg/dl. Advised customer to discontinue the use of the insulin pump and revert to back up plan. Customer agreed to return insulin pump.

Manufacturer narrative:
The insulin pump was received no button response due to lcd keypad connector. The insulin pump was received with loose/protruded drive support disk. The insulin pump had a cracked battery tube threads and cracked reservoir tube lip.